Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a skin reaction. The sensor was inserted into the abdomen. The patient indicated that he has had multiple skin reactions in which the affected area begins to itch hours after insertion and continues to itch until sensor removal. After removal, the patient experiences a red mark for 1-2 weeks. It was indicated that the patient had consulted with their healthcare provider previously, who recommended a variety of over-the-counter options to treat the reaction. The patient was unable to provide dates of consultation. On (B)(6) 2017, the patient¿s healthcare provider recommended that the patient discontinue use of the dexcom system due to the reactions. At the time of contact, the patient was fine. No additional event or patient information is available.